Event description:
The customer reported that on (B)(6) 2010 erroneously low complete blood count (cbc) results were generated on a coulter lh 500 hematology analyzer for a single patient sample. Patient cbc testing was performed on the coulter lh 500 hematology analyzer five times. The customer regarded the white blood cells (wbc), red blood cells (rbc), hemoglobin (hgb) and platelet (plt) results as erroneous. These results possessed review (r), low (l), partial aspiration (p) and/or action/critical low limit (al & cl) flags, as well as suspect messages for nucleated red blood cells and/or dimorphic reds. The erroneous cbc results were reported outside of the laboratory and were questioned by the physician. The patient was redrawn and the specimen was tested on two different instruments. These instruments generated higher cbc results which were considered valid. A corrected report was issued. The patient was transfused based upon the valid hemoglobin result from the corrected report. There was no death, serious injury or modification to patient treatment associated with this event however the erroneous hgb results resulted in a delay in patient transfusion. The specimen was collected in a five ml vacutainer tube and sampled within ten minutes of collection. The specimen was hand mixed. Beckman coulter inc. Assessment of customer supplied data indicated that the instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before this event and recovered within assay limits.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2010. The field service engineer (fse) reran the patient specimen in secondary mode and recovered similar results compared to the valid results. Root cause for the erroneous test results is unknown. Root cause of the reporting of the erroneous results is use error. There were instrument generated flags and messages to alert the operator to review results. Beckman coulter inc. Labeling for partial aspiration messages instructs the health care worker to assess sample volume, re-execute sample testing, perform cleaning activities and to contact beckman coulter inc. If the issue persists. As part of a retrospective review, this event was determined to be reportable.